Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09/16/2022, 09/22/2022 and 10/05/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer called technical support (ts) reporting while in clinical use, the v60 ventilator gave the following alarm message, "cannot reach target flow ". The device was connected to a remote alarm at the time the alarm occurred. While the device was in use at the time the reported issue, there were no reports of harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and were unable to reproduce the error. The biomed customer will perform a pm on the v60 and will perform a full pvt. The rse provided customer with high flow therapy field service notification letter. The investigation is ongoing, and a follow-up submission will be completed accordingly.